Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low to 47 mg/dl. The customer reported that the insulin pump did not suspend when the blood glucose dropped below 60 mg/dl. The customer treated with food and sweet tea. The insulin pump had a low alert and the customer was assisted in clearing it. The blood glucose was brought up to 109 mg/dl at the end of the call.